Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, pelvic pain female, endometriosis, smoker (smoke 6 cigarettes day), anxiety, migraine, parity 2, gravida ii, drug allergy (flagyl:gastrointestinal upset.), vaginal discharge, surgery (wisdom teeth extraction:1998. Rhinoplasty:1998. Mirena (magee)-removed - (B)(6) 2013), abortion, live birth, gravida ii and menarche (12 years). Previously administered products included: azithromycin for chlamydia and sulfa [sulfanilamide], mirena, yaz, metoprolol, imitrex df, floracit and naprosyn [naproxen]. Past adverse reactions to the above products included: burning of mouth and throat with sulfa [sulfanilamide]. The patient had a family history of leukemia, hypertension and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 613 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy,excision endometriosis and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.336 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram. Reason for exam: tubal ligation status. Findings: the uterus is retroverted.contrast opacifies endometrial cavity which is not well evaluated due to its position.ligation coils are present.there is no extravasated or spilled contrast. [Pathology test] on 2016: surgical pathology report: final pathologic diagnosis: 1.cervix, hysterectomy: squamous metaplasia. Endometrium, hysterectomy: secretory phase endometrium. Myometrium, hysterectomy: adenomyosis. Fallopian tube, bilateral, salpingectomy: paratubal cysts. 2. Peritoneum, right uterosacral igament, biopsy: benign fibromuscular tissue. Clinical history:pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, pelvic pain female, endometriosis, smoker (smoke 6 cigarettes day), anxiety, migraine, parity 2, gravida ii, drug allergy (flagyl:gastrointestinal upset.), vaginal discharge, surgery (wisdom teeth extraction:1998 rhinoplasty:1998 mirena (magee)-removed on (B)(6) 2013), abortion, live birth, gravida ii and menarche (12 years). Previously administered products included: azithromycin for chlamydia and sulfa [sulfanilamide], mirena, yaz, metoprolol, imitrex [sumatriptan], floracit and naprosyn [naproxen]. Past adverse reactions to the above products included: burning of mouth and throat with sulfa [sulfanilamide]. The patient had a family history of leukemia, hypertension and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 613 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy,excision endometriosis and cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.336 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram reason for exam: tubal ligation status findings: the uterus is retroverted.contrast opacifies endometrial cavity which is not well evaluated due to its position.ligation coils are present. There is no extravasated or spilled contrast. [Pathology test] on (B)(6) 2016: surgical pathology report: final pathologic diagnosis: 1.cervix, hysterectomy: squamous metaplasia. Endometrium, hysterectomy: secretory phase endometrium. Myometrium, hysterectomy: adenomyosis. Fallopian tube, bilateral, salpingectomy: paratubal cysts. 2. Peritoneum, right uterosacral igament, biopsy: benign fibromuscular tissue. Clinical history: pelvic pain quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.